Manufacturer narrative:
(B)(4). D10: unknown head unknown. Unknown cup unknown. Unknown stem unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Upon receiving additional information, it was determined this product should not have been reported as it did not cause or contribute to the reported event. Therefore, the report should be voided.

Event description:
No additional event information to report at this time.